Event description:
This particular ventilator design is not believed to be intuitive and has the potential to cause errors/harm to patients. For example, if the desired vent settings were pressure control of 30 and peep of 10, this vent adds the two setting together (for a total peak inspiratory pressure of 40) and yet displays a pressure control setting of 20 and peep of 10 on the vent. As a result, anyone looking at the vent display has to recognize the model of the ventilator, know or look up the desired/ordered settings, and solve a quick mathematical equation to identify whether or not the settings are accurately entered into the ventilator. Other models are able to display the settings separately so as long as the caregiver is aware of the desired settings/ordered setting they can identify whether or not the settings are correct. Admittedly, the process is not difficult, but requiring a caregiver to complete a math equation to confirm accurate ventilator settings seems like a process that can be prone to errors.